Event description:
It was reported that the pump was not inflating 50% of the time. All components of the inflatable penile prosthesis (ipp) were removed and replaced. No patient complications were reported in relation to this event.